Event description:
It was reported that the wire [suture] of the proglide device was broken [separated]. A second proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Facility name: (B)(6). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Additional information: the returned device analysis noted that a portion of the posterior needle tip was separated at the distal of the swage end and was not returned. The posterior foot was separated and was not returned. The location of the separated pieces are unknown. Follow up was requested; however, no response was received from the facility reporter.

Manufacturer narrative:
The device was returned for analysis. The reported suture separation was confirmed as a cuff miss. It is likely that interaction with patient anatomy or device angle greater than 45 degrees during needle deployment led to a needle deflection resulting in the observed posterior cuff miss. The deflected posterior needle likely struck the foot plate, breaking the posterior foot and posterior needle tip. The location of the broken pieces is unknown. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.